Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. To fix the issue, the fse disconnected all display cable and cleaned dust after and reconnected all cable back. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
Updated data: b3, b4, g3, g6, h2, h10.

Event description:
N/a